Event description:
During remote follow-up, episodes of oversensing due to myopotentials were observed on the device. Provocative testing was performed and the myopotential oversensing was reproduced. Technical support was contacted, and the recommended reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.